Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited whitish foreign material in air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material in the air/water cylinder and air/water channel could not be determined since it was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point, and physical damage was not found at the locations. Olympus considers from the provided information that the foreign material is simethicone. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.